Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing pain in her low back and leg area following a trial procedure. The patient was sent to the ER (emergency room) and underwent a lead pull.